Manufacturer narrative:
The reporter (nurse) stated that use error in conjunction with the patient's debility led to the peritonitis episode (no further detail). It was reported that peritoneal dialysis therapy was ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by diarrhea and not feeling well. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event and began treatment with intraperitoneal (ip) vancomycin (2.7 g) and intravenous (IV) vancomycin (1 g), 2 doses, discontinued the following day. The patient was also treated with ip gentamicin (30 mg) and IV gentamicin (80 mg) 2 doses only. The following day the patient was treated with IV flucloxacillin (1 g, every 6 hours, 3 doses). On an unreported date the patient was treated with piptaz (1.5 g, route, frequency and duration not reported). Two days after event onset the patient passed away. The cause of death was due to another indication. An autopsy was not performed. It was not reported if the patient was recovering or recovered from the peritonitis event. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.